Manufacturer narrative:
A software analysis was initiated. Software analysis was inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737;(software version: 1.2.0). A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was performing as intended. No parts were replaced on the system.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that during the shunt case with use of the electromagnetic localization system, there was an alleged inaccuracy. The amount of alleged inaccuracy was unable to be determined or estimated. The surgeon navigated to the target using the stylet, but he did not get cerebrospinal fluid (csf) flow. The surgeon edited the plan and made multiple passes and was unable to get csf flow. The surgeon then tried a target distal to the ventricle and was able to get csf flow. It was noted that the surgeon was accurate on the patient¿s skin. There was no surgical delay, and there was no impact on patient outcome.